Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was after use the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: the customer stated the are "experiencing issues with results when using tubes." "Erroneous results were not reported, but at least 100 specimens had to be recollected over a period of 2 days until the problem could be identified and the lot number could be isolated and removed from use. The samples were tested within 4 hours and stored at room temp. In the examples we provided ¿ only edta tubes were drawn. Sysmex xe -9100 analyzer was used to test specimen. Calibration was checked by a service engineer immediately before the samples were run on (B)(6) 2020. The delayed results could have impacted patient care. We are not able to obtain a differential on our cbc analyzers and the histograms looked horrible. 100% were affected." Additional information: the examples sent were from healthy volunteers who were not redrawn. Erroneous results were not reported, however testing was delayed by as much as 24 hours while we attempted to determine the cause of the problem. The delayed results could have impacted patient care."